Manufacturer narrative:
Additional information received that the charging issue and flipped ipg were related to the patient's weight loss. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The physician did not suspect device malfunction. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. Fluoroscopy was taken and it appeared that the ipg was flipped. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. Fluoroscopy was taken and it appeared that the ipg was flipped. The patient also had a non-device related weight loss. The patient will undergo a revision procedure.